Manufacturer narrative:
Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electrical board). After disconnecting and reconnecting the internal battery connector at electrical board. Insulin pump was monitored and functioned properly. Insulin pump received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. Unit received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.